Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, and the reported issue was reproduced. The thermistor calibration readings were found to be out of specification. A review of the event history log revealed multiple system error 345 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The force sensor thermistor was determined to be the cause of the condition. The force sensor will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The alarm would not clear. This occurred during programming/set up. There was no patient involvement. No additional information is available.